Event description:
It was reported by the affiliate that the devices were used during a laparoscopic cholecystectomy. The two devices were "ejecting clips from the instrument jaws while applying clips on vessels". The case was completed with al326, which was available in the or. The or time was extended by 15 minutes. There were no consequences to the patient.